Event description:
Event verbatim [preferred term] burn on back, ulcer [thermal burn] , burn on back, ulcer [ulcer]. Case narrative: this is a spontaneous report from a contactable pharmacist via pch quality department. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for an unspecified indication. No information about lot number available. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced a burn on her back after using a thermacare heatwrap. Event reported as burn on back, ulcer on an unspecified date. Additionally, it was reported that the heat cell came apart. The patient had shown a photo to the pharmacist. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn, and ulcer as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of thermal burn, and ulcer as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn on her back/ burn with blister formation- second degree/ blister formation in lumbar spine area, multiple blisters of minimum 10 eurocent coin size/ burn blisters formation was detected [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist via pch quality department. A (B)(6) year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) lot s23830 05/15, expiration date apr2020, used from (B)(6) 2017 08:00-17:00 for back pain. The patient medical history included neurodermitis grade I since 1990, (not ongoing and currently without treatment) and allergies (mites, early bloomers). There were no concomitant medications. It was previously reported that the patient experienced a burn on her back, ulcer after using a thermacare heatwrap. It was also reported that the heat cell came apart. The pharmacist later reported the event as "burn with blister formation- second degree" and further described as "blister formation in lumbar spine area, multiple blisters of minimum 10 eurocent coin size." After thermacare removal (after regular 8 hours of use) burn blisters formation was detected. The event occurred on (B)(6) 2017 and was ongoing. It was used previously and was not tolerated (not further specified). It was treated with panthenol spray for 3 days, and then a physician was visited, who opened the blisters, disinfected the wound and put a sterile bandage on it. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on unknown date. The outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (08jan2018): new information received from the same contactable pharmacist includes: patient age, medical history, no concomitant medications, product data (therapy date, lot number, expiration date and indication), and event data (updated the event to "burn with blister formation- second degree" and treatment information). Company clinical evaluation comment: based on the information provided, the event of second degree burns is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of second degree burns is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The consumer return sample is not available from consumer for evaluation by the site, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn on her back/ burn with blister formation- second degree/ blister formation in lumbar spine area, multiple blisters of minimum 10 eurocent coin size/ burn blisters formation was detected [burns second degree], applied the heatwrap at 08:00 at work and removed it at home at 16:30, 8.5 hours [device use error]. Case narrative: this is a spontaneous report from a contactable pharmacist via pch quality department. A (B)(6)-year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s23830 05/15, expiration date apr2020) from 16dec2017 08:00-17:00 for back pain. The patient's medical history included neurodermitis grade I since 1990, (not ongoing and currently without treatment) and allergies (mites, early bloomers). There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and was not tolerated (not further specified). It was previously reported that the patient experienced a burn on her back, ulcer after using a thermacare heatwrap for 8 hours. It was also reported that the heat cell came apart. The pharmacist later reported the event as "burn with blister formation- second degree" and further described as "blister formation in lumbar spine area, multiple blisters of minimum 10 eurocent coin size. The patient applied the heatwrap at 08:00 at work and removed it at home at 16:30, 8.5 hours and not 8 hours as previously reported." On her way home from work, she had to scratch her lumber area and felt the blisters. At home, she removed the heatwrap at 16:30, and burn blisters formation was detected. The event occurred on (B)(6) 2017 and was ongoing. While wearing the heatwrap, the patient had neither the feeling that the heatwrap was too hot nor was it uncomfortable in any other way. Otherwise, the patient would have removed the heatwrap. It was treated with panthenol spray for 3 days, and then a physician was visited, who opened the blisters, disinfected the wound and put a sterile bandage on it. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on unknown date. The outcome of the event was not resolved. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The consumer return sample is not available from consumer for evaluation by the site, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (08jan2018): new information received from the same contactable pharmacist includes: patient age, medical history, no concomitant medications, product data (therapy date, lot number, expiration date and indication), and event data (updated the event to "burn with blister formation- second degree" and treatment information). Follow-up (12jan2018): new information received from product quality complaint group includes investigation results. Follow-up (29jan2018): new information received from the contactable pharmacist includes: reaction data (additional event of device use error). Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device use error are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of burns second degree and device use error are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The consumer return sample is not available from consumer for evaluation by the site, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn on her back/ burn with blister formation- second degree/ blister formation in lumbar spine area, multiple blisters of minimum 10 eurocent coin size/ burn blisters formation was detected [burns second degree], applied the heatwrap at 08:00 at work and removed it at home at 16:30, 8.5 hours [device use error]. Case narrative: this is a spontaneous report from a contactable pharmacist via pch quality department. A (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s23830 05/15, expiration date apr2020) from (B)(6) 2017 08:00-17:00 for back pain. The patient's medical history included neurodermitis grade I since 1990, (not ongoing and currently without treatment) and allergies (mites, early bloomers). There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and was not tolerated (not further specified). It was previously reported that the patient experienced a burn on her back, ulcer after using a thermacare heatwrap for 8 hours. It was also reported that the heat cell came apart. The pharmacist later reported the event as "burn with blister formation- second degree" and further described as "blister formation in lumbar spine area, multiple blisters of minimum 10 eurocent coin size. The patient applied the heatwrap at 08:00 at work and removed it at home at 16:30, 8.5 hours and not 8 hours as previously reported." On her way home from work, she had to scratch her lumber area and felt the blisters. At home, she removed the heatwrap at 16:30, and burn blisters formation was detected. The event occurred on (B)(6) 2017 and was ongoing. While wearing the heatwrap, the patient had neither the feeling that the heatwrap was too hot nor was it uncomfortable in any other way. Otherwise, the patient would have removed the heatwrap. It was treated with panthenol spray for 3 days, and then a physician was visited, who opened the blisters, disinfected the wound and put a sterile bandage on it. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on unknown date. The outcome of the event was not resolved. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The consumer return sample is not available from consumer for evaluation by the site, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (08jan2018): new information received from the same contactable pharmacist includes: patient age, medical history, no concomitant medications, product data (therapy date, lot number, expiration date and indication), and event data (updated the event to "burn with blister formation- second degree" and treatment information). Follow-up (12jan2018): new information received from product quality complaint group includes investigation results. Follow-up (29jan2018): new information received from the contactable pharmacist includes: reaction data (additional event of device use error). Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device use error are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree and device use error are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.